Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 523 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with manual injection, insulin drip and insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.